Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional later reported that the hyperbaric chamber is finished and patient is progressing well. There is only a bruise in the chin area and no more neuritis in the trigeminal nerve and that the oral cavity is free of lesions.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was pretreated with antiseptics and injected with 1 cc of juvéderm® volux¿ on the chin. Right after the injection patient mentioned some paresthesia on the side of their face. Patient was evaluated and there is a change of coloration on the right vetral side of the tongue. It was decided to leave the patient under observation for reevaluation and after 15 minutes 1500 units of hyaluronidase supra periosteum were placed in the chin and salicylic acid 100mg o.v.v. Was given. The patient is reevaluated every 15 minutes and 45 minutes later 2 vials of hyaluronidase were placed in the chin region and along the facial artery, the patient began with changes in coloration which later showed important vessel occlusion, in this way 3000 iu of hyaluronidase are placed every 45 minutes with good evolution, but still with slow capillary filling of 0.4 seconds in the nose and chin. Patient was also given vo tadalafil 20 mg stat and trental 400mg stat.. Patient continued to be evaluated without significant pain. A few hours later, there were only slight improvements in tissue perfusion, the only finding is a slight erythema. A few hours later, another healthcare professional arrived to perform the respective us doppler through the facial artery. Us doppler showed adequate perfusion in the angular artery, in the dorsal artery of the nose. It was decided to place hyalruonidase throughout the tissue. Continuing with the course, the patient showed anatomical variations in the superior labial artery, as well as a change in the direction of the facial and sub mental artery. At a deep level, hyaluronidase was placed again in the mentonian foramen. A total of 30 vials were used. The patient had edema, panniculitis, and hematomas after hyaluronidase protocol. The next day, a hyperbaric chamber session was performed. Patient had reportedly been in pain on a scale of "8 out of 10". Dolgenal and enantyum im were placed and 3000 iu of hyaluronidase were injected. The patient was left under observation with slight changes in the chin and gums. Patient was prescribed aspirin 500mg, tadalafila 5ml, tratal 400mg, dolgeral im 2mls, tylex 750mg, abintra, amen 30mg, augrentin, and "salt of england". Event is ongoing.